Manufacturer narrative:
B3: date of event was 6/4/97.

Event description:
It was reported that during a ptca procedure, the wire lost position after balloon dilatation and the tip separated from the wire. The patient went to bypass surgery following unsuccessful attempts to remove the wire tip. Patient status is listed as "ok".